Event description:
The hospital reported that during preparation for a coronary artery bypass procedure, two heartstring seals did not load properly. The first seal rolled successfully, but when the loader pushed the delivery device towards the seal, it was noticed the seal was off-centered. The second seal was opened and the seal was already off-center immediately upon removing the device from its packaging. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the first seal.

Manufacturer narrative:
Investigation results: the visual inspection shows that the delivery tube has been advanced in the loader so that it is now pressing on the seal. The reported complaint is confirmed. A review of the finished device lot history record did not reveal any non conformance reports, which could have contributed to this complaint.